Event description:
The lead was explanted due to loss of capture.

Manufacturer narrative:
The analysis of the lead did not reveal any device condition hat would have contributed to the reported capture anomaly. Visual inspection of the lead revealed no significant anomalies. Functional testing revealed normal lead characteristics. Lead impedance measured normal, and no abrasions were found on the lead. The electrical haracteristics of the lead were found to be normal.